Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, while accessing the storage space configuration feature, the device remained stuck on the loading screen, and the drawer spaces did not load for configuration or assignment. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the storage space configuration became stuck on the loading screen. A technical support specialist (tss) deployed the required firmware package, disabled and re enabled the network card, rebooted the device, and confirmed that the storage space configuration screen was displaying correctly on the device. The system functioned as intended after technical support specialist troubleshot the device.